Event description:
Arrived at scene, found pt pulseless, apneic, and unresponsive. Bystander CPR in progress. Continued CPR, attached AED pads, AED analyzed, found shockable rhythm, first shock administered. CPR continued, AED analyzed second time, recommended second shock and as the charging cycle began, AED went silent. Second shock not administered.